Manufacturer narrative:
Correction/removal report number: 3010291427-09/12/2018-001-r should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked around the infusion port. This was identified after compounding with lipids. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between may 18, 2018 and may 21, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.